Manufacturer narrative:
No samples were received for analysis of this complaint. The device history record of reported lot number 4420441 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that the patient did not receive the drug, resulting in a 24-hour delay in treatment. During the 48-hour infusion, alarms were triggered, but the error was not resolved. The continuous infusion rate was set at 5 ml/hr, with a reservoir volume of 240 ml, of which only 15.5 ml was administered. The air detector was off, while the upstream sensor was on. The lock level was set to 2. The extension tubing was primed manually. Due to this pump error, the patient, who was part of a clinical trial, is likely to be removed from the study. No patient harm/adverse event reported.